Event description:
During surgical procedure, attempts to fire the clip applier about 3-4 times, all of the attempts the clips were firing in a "criss-cross" manner, thus making the clip applier ineffective upon use. A new clip applier was opened to the field. No injury to patient.